Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to this complaint, the display is faded and discolored upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Completed the testing with test display.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that all the keypad buttons were hard to press and must press several times before functioning. The reporter stated that the entire keypad peeled off and was unsure what happened first. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.